Manufacturer narrative:
510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter /mother contacted lfs on (B)(6) 2010 alleging inaccurate high readings her son's one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient. The reporter mentioned that the alleged issue with the meter began on the evening of (B)(6) 2010. The patient had tested his blood glucose and obtained a 126 mg/dl and 20 minutes later developed symptoms of a headache and a seizure. Paramedics were called and the patient's blood glucose was 59 mg/dl. The patient was treated with a glucagon injection. The reading later was 86 mg/dl on the emt's meter after treatment. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the reporter alleged that due to the high reading, the patient had developed symptoms and had to be treated with a glucagon injection for a blood glucose reading of 59 mg/dl.